Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
During the leadless pacemaker (lp) system implant procedure, while attempting to position the right ventricular (rv) lp contrast revealed a cardiac perforation of the myocardium. The catheter and lp were removed. An ultrasound was performed and an effusion was observed. The patient experienced asystole. Chest compressions were performed and adrenalin was administered. The patient was stabilized and a pericardiocentesis was performed. The patient then experienced tamponade and due to risk and age of the patient, no surgical intervention was performed. The patient passed away as a consequence of the tamponade.